Event description:
PICC was assessed and flushed. It was noted to be leaking from where the PICC catheter attaches to the winged plastic hub. PICC was removed. New PICC placed. Manufacturer response for PICC, PICC #2.0 / 24 gauge (per site reporter): this is not the first vygon PICC that has been found to leak. This is the second vygon PICC that leaked on this patient. Vygon was made aware of previous issues.